Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: during patient ventilation, the ventilator constantly alarmed for a fault with battery 1. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
Investigation result: it was reported "during the process of using the ventilator for the patient, the ventilator is constantly reporting an alarm, which shows a fault in battery 1". Local service engineer identified the battery as the defective component. Replacement of this part resolved the issue. The issue was corrected successfully, and no further problems have been reported, no additional investigation is deemed necessary at this time. Case is considered as closed.